Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the clinical data determined that the first three analyses did not meet the criteria for a shockable rhythm and the fourth analysis showed motion artifact that the algorithm rendered the approppriate decision of non shockable. All of the analyses reviewed, none were found to have taken longer than 9 seconds. There is no evidence in the clinical log to support the customer report of an analysis taking 15 seconds or longer. Based on our review of the data we have concluded that the analysis program results were correct for the specific analyses in question and that there was no indication of a malfunction with the device. The report of an extended analysis time was unsubstantiated. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device took around 15 seconds to analyze, then gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the patient subsequently expired.